Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.3 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to compromised low-voltage capacitor, which resulted in a high current condition.

Event description:
Boston scientific received information that this device was returned with no additional information. There were no known allegations or complaints against the device's operation, functionality or longevity. This device failed to pass initial tests when returned to our post market quality assurance laboratory. No adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated when analysis has been completed.